Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2008. According to the complainant, the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal and pelvic pain. A subsequent removal surgery occurred (B)(6), 2011. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.